Event description:
The internal stapler malfunctioned and could not be dislodged from the vessel. The second stapler was put in in an attempt to ligate the vessel, but the positioning was not conducive to firing. The renal artery was torn, resulting in the need to convert to an open procedure. Cell saver and blood products were needed. Stapler was found to not function correctly.